Event description:
It was reported that, before surgery, it was noticed that one (1) footswitch dyonics power ii was broken. No additional information was provided. The procedure was performed, without any delay, using a similar s+n back-up product. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device noted a cut on the cord at the strain relief with exposed wires. A functional evaluation revealed the lock button activates the middle pedal. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors which could have contributed to the reported event, include faulty button switches, fatigue from repeated bending of the cord during extended use and crushing or shear force induced on the cord inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.